Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The device failed to detect the cassette due to the latch/lock being rusty and did not close when the cassette was attached. The latch/lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.